Event description:
A 14 cm segment of the left superficial femoral artery was covered with two 5 mm i.d. Viabahn endoprostheses with a 1 cm overlap. Good blood flow was achieved. The day following placement of the devices, the left foot was hypertensive. Within 48 hours of implant, the left foot again became ischemic. Repeat angiogram revealed occlusion of the distal viabahn endoprosthesis. This was treated with direct infusion of tpa for 24 hours; however, marked progression of thrombosis. Thus, an above knee amputation with removal of the distal device was performed. The physician stated that the pt received 5000 units of heparin during the procedure; however, the pt was not given any antiplatelet therapy. The physician did not allege any deficiencies associated with the devices. Rather, the occlusion of the distal endoprosthesis, ultimately leading to amputation of the pt's left limb, was likely the result of the pt's coagulopathy and due to the pt not receiving any antiplatelet therapy post implant.